Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that when placing the bd micro-fine¿+ pen needles it could not be placed on the pen. The following information was provided by the initial reporter, translated from japanese to english: a patient complains that he/she cannot attach the product to a pen. The patient asked for an answer as to whether it is a product defect or a problem with the way the patient attaches the pen.

Event description:
It was reported that when placing the bd micro-fine¿+ pen needles it could not be placed on the pen. The following information was provided by the initial reporter, translated from japanese to english: a patient complains that he/she cannot attach the product to a pen. The patient asked for an answer as to whether it is a product defect or a problem with the way the patient attaches the pen.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.